Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and they confirmed that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if the issue happened again, and they acknowledged and understood the instructions.